Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. The right atrial (ra) lead had dislodged. The physician attempted to reposition the lead but was unsuccessful due to patient being in atrial fibrillation (af). The lead was inactivated and will be replaced if the lead ever comes out of af. No patient complications have been reported as a result of this event.